Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that excess tension was applied while suture tensioning or the suture may have come in contact with sharp instruments. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During shoulder surgery the fastin rc suture anchors were used. Orthocord suture broke during the procedure. Additional information received via email from the affiliate on 2-9-17. The procedure was completed with competitors product (arthrex) anchor implanted while knotting arthocord suture got cut & disconnect an additional bone hole was made to complete the procedure with other implants it affected the procedure & extended 30 min more nothing is coming back.